Manufacturer narrative:
Pending evaluation.

Event description:
Pending revision due to infection. The patient did not finish their course of antibiotics and is infected.

Manufacturer narrative:
The engineering evaluation reported in experience was likely the result of infection likely due to the patient not finishing the course of antibiotics. Any ¿surgical site¿ infection noted in a patient that is greater than 3 months postop from a total joint surgical procedure is highly unlikely to be related to the surgical procedure for placement of the total joint or the device itself [1]. 1. Acute infection in total knee arthroplasty: diagnosis and treatment juan carlos martínez-pastor,* francisco maculé-beneyto, and santiago suso-vergara. Author information article notes copyright and license information disclaimer open orthop j. 2013; 7: 197¿204. Published online 2013 jun 14. Superficial or deep infection are listed in the general surgical risks section of the equinoxe shoulder system IFU 700-096-060. Contraindicated patients include, but are not limited to the patient is unwilling or unable to comply with the post-operative care instructions.